Event description:
It was reported that insulin was squirting out after the motor stopped during the manual prime process, and the device was stuck on the prime loop. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.